Event description:
It was reported that the user observed a discrepancy between the ilet device display, which showed more than 80 units of insulin available, and the ilet mobile app, which indicated no insulin, and that the user experienced difficulty pairing or accessing the app due to a language barrier while receiving phone assistance. Symptoms included hyperglycemia with a reported blood glucose of 211 mg/dl. Outcomes included no reported medical intervention, no alarms, and no hospitalization. Investigation included remote troubleshooting and education to guide app access and confirm device-app pairing. Investigation of this case revealed no confirmed device malfunction, no alerts, and an unresolved cause for the reported hyperglycemia or the displayed insulin discrepancy. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.